Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found during inspection of the x-arm assembly that the ejection pin of the plunger clamp at positions #4 and 12 were sticky. The fse replaced the plunger clamp and lld spring at both positions. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.